Event description:
New information received states that the physician does not allege that the death is related to the system and that no abbott products or procedure caused or contributed to the death. The primary causes of death was lung cancer.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related MFR#: 2017865-2020-04112; 2017865-2020-04113. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.